Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It's alleged by the attorney, through the filing of a legal claim, that the claimant underwent a left total knee arthroplasty on (B)(6) 2017 due to osteoarthritis where he was implanted with a stryker knee system. It is further alleged that the claimant underwent revision of the tibial component on (B)(6) 2019 due to loosening.